Event description:
It was reported that the patient was revised due to the infection. This patient had vre as well as a fungal infection. All items that were possible to discard after the operation were discarded; including implants that were removed.

Manufacturer narrative:
A v40(tm). Femoral head, cat # 6364-2-236, lot g3694632 was also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.